Manufacturer narrative:
Concomitant product: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
The consumer reported stimulation in an undesired location. The patient's stimulation was not quite hitting the right spot in her leg. The patient had pyoderma on her leg and if she didn't wrap it right, it gave her pain and the pain radiated up to her back. The patient also had osteoporosis in her back. The patient adjusted stimulation, which helped, but it was not quite right. The patient didn't like the pulsing of her stimulation either. The patient met with the manufacturer's representative (rep), but due to time limitations, she did not speak with the rep about her stimulation issue. The patient was shown how to recharge and it worked fine for the rep, but the patient had trouble at home. She was able to recharge fine after repositioning her implantable neurostimulator recharger (insr) antenna. The patient programmer (pp) was working fine too. The patient had group a and two programs, but no other option available. The patient's indications for use included other chronic/intract pain of the trunk/limbs and spinal pain. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.